Event description:
As reported, the plug on a 5f exoseal vascular closure device (vcd) came out together when the exoseal was retracted, resulting in failed hemostasis and requiring manual compression for 15 minutes. There were no reports of patient injury. The exoseal was stored, prepared, and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach, and the femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath was used. The puncture site had severe calcium, but there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug on a 5f exoseal vascular closure device (vcd) came out together when the exoseal was retracted, resulting in failed hemostasis and requiring manual compression for fifteen minutes. There were no reports of patient injury. The exoseal was stored, prepared, and used according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach, and the femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. A 5f non-cordis sheath was used. The puncture site had severe calcium, but there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using exoseal. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device due to the nature of the complaint. Patient related events cannot be duplicated in the lab. In addition, the plug was not returned. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The reported calcification of the vessel may have been a contributing factor to the issue reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.